Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection. The system was explanted on (B)(6) 2018. A new system was implanted on the right side on (B)(6) 2018. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.